Event description:
A customer reported that the equipment displayed a system message and locked prior to a vitrectomy procedure. The patient was in the surgical room and had received peribulbar anesthesia, however, the procedure was cancelled. There was no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The company representative examined the system and replaced the fluidics module. Preventive maintenance and an upgrade were performed. The system was then tested and met product specifications. The customer did not retain a sample for this complaint, as such, functional testing could not be conducted. A sample was not returned for this complaint. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).